Event description:
This is filed report following a mitraclip implantation the ejection fraction dropped and despite intervention, the patient died. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that advancement of the transeptal needle and steerable guide catheter (sgc) were difficult due resistance experienced in the iliac vein and inferior vena cava however, there were not issues with the devices. One clip was advanced to the valve and successfully implanted. Two minutes after clip implantation, the left ventricular ejection fraction (ef) dropped to 5%. The anesthesiologist administered medication and cardio-pulmonary resuscitation (CPR) with chest compressions for cardiac arrest was performed but despite treatment, the patient died while in the procedure room on (B)(6) 2022. There was no evidence of leaflet or chordal injury, epicardial or retroperitoneal bleeding as a contributory causes. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported heart failure and cardiac arrest could not be determined. The reported death appears to be a secondary effect of the heart failure and cardiac arrest. The reported patient effects of heart failure, cardiac arrest and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.